Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Concomitant product: right: mentor smooth round moderate profile 700cc saline breast implant, catalog number 3501697, lot number 148539. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor smooth round moderate profile 700cc saline breast implants which the left side deflated after implantation. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
On 2/25/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary upon receipt by mentor, the device was received without fluid. Red material was observed within the device. During evaluation a rent was observed on the anterior aspect, measuring approximately 2.3 cm. Microscopic examination of the edges of the rent revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. In addition of the rent, a crease was observed on the anterior aspect, and an area of shell abrasion on the posterior aspect. No other anomalies were observed. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and crease occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation (mre) was performed for the finished device number 148539, and no non-conformance's related to the reported complaint condition were identified. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).